Event description:
Additional information was received on (B)(6) 2012 when it was reported that the patient was too sick earlier for surgery as she has gastric issues that were being treated. Although surgery is likely, it has not occurred to date. It was reported that no further information will be provided by the physician.

Event description:
On (B)(6) 2012 it was reported that the vns patient's generator was unable to be interrogated that day. The nurse attempted to interrogate the patient five times but was unsuccessful. The data light on the wand was flashing, the wand battery was replaced, the wand was repositioned, emi was checked and all mobile phones etc. Were removed, the handheld was not plugged into the wall and was full charged. A hard reset was performed on the handheld. A different programming system was then used to attempt to interrogate that patient and was unsuccessful as well. The patient's bed was moved to rule out emi, however they were still not able to interrogate the patient's device. The patient's last successful diagnostics were performed on (B)(6) 2012 which showed lead impedance=ok/impedance value=2089ohms/neos=no. The patient's settings at that time were output=2.5ma/frequency=20hz/pulse width=500usec/on time=30sec/off time=3min/magnet output=2.75ma/magnet pulse width=500usec/magnet on time=60sec. The patient's magnet usage is reported to be high, as is seizure frequency which is "hundreds per month". The patient has an extremely complex epilepsy and is currently admitted in the hospital with gastric problems that are confirmed to be unrelated to vns. The patient is unable to communicate whether she feels the stimulation or magnet. There has been no surgery, electrocautery, or diathermy since the device was implanted. Using the battery life tables, the time from beginning of life until the intensified follow-up indicator (ifi) is around 1.9years with the patient's settings from (B)(6) 2012. Although surgery is likely, it has not occurred to date.